Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user contacted support after downloading the ilet mobile app and receiving assistance to place the app on the phone¿s home screen and later described elevated glucose while using the pump with teflon 23-inch 6 mm infusion sets. Symptoms included hyperglycemia with reported values up to 242 mg/dl without ketone testing, medical intervention, or backup therapy. Outcomes included no injury and no need for professional care. Investigation included customer support troubleshooting and education regarding app access and general device use, with direction to consult the healthcare professional for therapy-related questions. Investigation of this case revealed no device alarms or malfunctions reported and no device component issue identified, and the event was characterized as hyperglycemia with cause unclear while the user was in the early learning period. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.